Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion on his back and under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient was given bacitracin by a physician and bandages were applied by medical professionals. It was reported that the patient lays down/sits down a lot. Follow up indicated that the irritation has improved.